Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. Reportedly, the customer did not complete the air removal technique prior to filling the cartridge. Blood glucose level was 270 mg/dl. Reportedly, a new cartridge was loaded successfully to address the issue.